Event description:
Customer reported that the sensor and the meter were not communicating well. Customer stated that insulin wasn't going into the body. Customer also mentioned that in the past they have gotten bad insulin and their blood glucose readings were going up despite taking a bolus. Customer stated that their blood glucose readings in the morning were in the high 100 mg/dl range. Customer bolused and the blood glucose readings were still over 300 mg/dl. Customer rode a bike home and blood glucose readings were over 400 mg/dl. Customer reported symptoms of feeling sore and achy. Customer woke up the next day with blood glucose readings of 200 mg/dl and was back up to over 400 mg/dl later in the day. Customer reported being slightly feverish. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.